Event description:
It was reported that during follow-up in clinic, unspecified device reset was observed. Patient was asymptomatic. A device download was performed successfully. Patient is in stable condition.